Manufacturer narrative:
(B)(4). The pt has not responded to requests for merz aesthetics to speak to her injector. Further info has not been able to be obtained. The device history records for radiesse the reported lot number were reviewed; all required testing specifications were met prior to release, there were no abnormalities noted.

Event description:
On (B)(6) 2013, the pt sent an email to merz aesthetics to report that she had radiesse injected into areas on her face 12 days ago. There does not seem to be any infection however, I continue to have moderate amount of swelling and some minimal tenderness. The pt asked, "what can I do?" The pt was contacted to ask for further info regarding the lot number, name of facility where injected, name of injector and contact info, where in the face injected, how much was injected, the date of a f/u visit and for permission to speak to her injector. On (B)(6) 2013 the pt responded: "I don't have the answer to your questions except to say that I did revisit the practitioner and my swelling was diagnosed as cellulitis. I was prescribed an antibiotic and the swelling subsided. I have been fairly happy with the results of the radiesse treatment. I will not return to that practitioner in the future."